Event description:
It was reported by the patient that the cannula inserted into the skin, but the pink slide did not move forward; this indicates a needle mechanism failure. The patient reported their blood glucose levels were over 400 mg/dl while wearing the pod on their abdomen. As treatment, a new pod was placed with assistance from the agent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone15.4cgm sensor type: dexcom g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.